Event description:
A consumer reported that they met with their health care provider (hcp) on the day prior to this report and the hcp noticed something was wrong with the electrical current when they checked the implantable neurostimulator (ins) settings. The current settings were set to something that was wrong. The hcp stated the current was set to always on and they would never set to the current to always on. Something was "out of whack" and the settings were wrong. The hcp wore the patient out and they were going to have a rough couple of weeks since they zeroed the settings out. The patient stated their brain tissue was sensitive because it was constantly under selective stimulation for the last three months. The settings at the appointment were not the same as what the patient wrote down three months ago. Last night and on the day of this report, the patient felt horrible. The patient was freezing and unable to walk or move. A follow up appointment with the patient's hcp was scheduled in a few weeks. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.